Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis determined the device was depleting prematurely. Device data shows power consumption is increasing in a gradual fashion, consistent with hydrogen degradation of a component. Device replacement was recommended. This s-ICD was explanted, replaced with the same model. No additional adverse patient effects were reported.